Manufacturer narrative:
The returned drill sleeve is unable to assemble with the protection sleeve. The drill sleeve is able to progress until approximately 12 mm from fully mating. The drill sleeve stops because of the malformed proximal end of the protection sleeve. This is to correct the information related to the insertion handle. Added incorrect results code of wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the manufacturer investigation results are as follows. The returned insertion handle and protection sleeve are stuck together, approximately 35mm of the protection sleeve is through the 120 degree hole of the insertion handle. The section of the protection sleeve through the handle shows significant wear, which appears to have been caused by rubbing against the insertion handle. Additionally the distal and proximal ends of the sleeve are malformed and appear as though they were struck with a hammer. The protection sleeve has multiple deep scratches to the outside of the device at approximately 80mm and 85mm from the distal end of the device. The insertion handle has signs of damage and potential hammer marks, most notably on the underside of the 120 degree hole. There is also some wear and deformation to the device where the driving cap attaches to the handle. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection, dimensional test, drawing review and DHR review were performed as part of this investigation. Use of the returned aiming arm, protection sleeve, drill sleeve and trocar is outlined in the titanium cannulated lateral entry femoral recon nail technique guide (j7611-a). The following drawings were reviewed during investigation. A 12.0mm/8.0mm protection sleeve - 03_010_063 rev f (current and manufactured) the design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The diameter of the 12.0/8.0mm protection sleeve measured 11.98mm which is within specification of 11.98mm +0/-0.02 per 03_010_063 rev f. Measured using mitutoyo caliper (ca210p, s/n (B)(4), calibrated 10/4/2016). The returned concomitant devices in this complaint record show no evidence of having contributed to the event, and any damage to the device appears to be as a result of user handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6) additional patient identifier reported as: (B)(6). Patient weight is not available for reporting. Additional device product code: fsm. Device is an instrument and is not implanted/explanted. Device history record (DHR) review for part: 03.010.063, lot: 9133112: manufacturing location: (B)(4), manufacturing date: 26.sep.2014. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the protection sleeve would not fit through the 120 degree hole of the insertion handle during an open reduction internal fixation (orif) procedure using lateral entry femoral nail on (B)(6) 2016. The surgeon attempted to lock the proximal locking screw using the trocar assembly and insertion handle, however, was unable to due to the fit between the protection sleeve and the insertion handle. A backup trocar assembly was used with the same insertion handle and was also unsuccessful. The surgeon kept switching between the initial and backup trocar assembly with the same insertion handle. Surgeon also tried to use a non-synthes mallet, ky jelly lubricant, and non-synthes hammer to get the protection sleeve through the insertion handle and was unsuccessful. Surgeon resorted to using a drill bit to drill into the bone to insert the locking screw. The procedure was successfully completed with a thirty (30) minute surgical delay. Patient status/outcome was reported as stable. The protection sleeve and insertion handle are now stuck together and cannot be disassembled. Concomitant devices reported: 4.2mm trocar 210mm (part# 03.010.070, lot# 2665770, quantity 1), trocar (part# unknown, lot# unknown, quantity 1), 8.0mm/4.2mm drill sleeve 200mm (part# 03.010.065, lot# 9839360, quantity 1), drill sleeve (part# unknown, lot# unknown, quantity 1), 5.0mm ti locking screw w/t25 (part# 04.005.556, lot# unknown, quantity 1), non-synthes mallet (part# unknown, lot# unknown, quantity 1), non-synthes hammer (part# unknown, lot# unknown, quantity 1), drill bit (part# unknown, lot# unknown, quantity 1). This is report 1 of 2 for (B)(4).